Event description:
The customer reported a b30 communication error during a service maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
E1- establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.